Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump allege under delivery and also had insulin pump error alarm, no delivery alarm. The customer¿s blood glucose level was 100 mmol/l at the time of the incident and current blood glucose value was 11 mmol/l. . Customer stated they were hospitalized due to high blood glucose on (B)(6) 2019. Customer was treated with pen. Customer stated drive support cap appears normal. Troubleshooting was performed. The insulin pump will not be returned for analysis.